Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer¿s representative and their concerns were resolved. Then it was also noted that the patient was still having concerns regarding their device or therapy but they were working with their hcp or manufacturer¿s representative.

Event description:
It was reported the family hcp noted that the prostrate was enlarged and ¿may be an infection from the surgery back in (B)(6) 2014¿. The patient questioned if the pain pump can cause an enlarged prostate. The patient stated it could have been an infection from the surgery. The patient also indicated that he did not have an infection in (B)(6) 2014. It was unclear as reported if or when an infection occurred. The patient had ¿issues going to the bathroom when they put it in from the medication and then when they increase or decrease the settings wasn¿t sure if that contributed¿. The patient was currently on an antibiotic to see if it was an infection and the hcp is going to run some blood tests. The patient was to wait a week and then follow up with the family hcp. The patient wasn¿t emptying his bladder the whole way since being implanted (stating he doesn¿t a do a sonogram everyday now) but when patient was in there it was most of the time it showed that patient wasn¿t emptying his bladder. Currently the patient¿s urinary pattern is that it takes a long time for the patient to ¿go pee a little bit¿ and it takes a half hour just to try and go and will have experiences of overwhelming urge to go and feels full but can¿t go. There is an ¿issue of when he starts going pee it stops and has to force it stating he has sore muscles of pushing so hard¿. It was indicated that the issue was not ¿necessarily¿ related to the pump. The issue started when the pump was put in and the patient had tolerated it but within the last three to four weeks it had gotten worse and was the reason for the follow-up with his family physician. The managing hcp has been increasing the pump settings every two weeks to get to therapeutic relief of symptoms since (B)(6) 2014 when patient got his implant. There was a month he went without an increase d ue to distance to hcp office. The patient started out on low dose and the goal has been to increase it to relieve the symptoms. The hcp goal was 50 percent reduction of symptoms and ¿they made that goal¿ and are ¿past it¿ and ¿things are so much better¿. The patient indicated it took him 16 years to get to this point of relief and doesn¿t want to get the pump removed. The patient was referred to their managing hcp and family hcp. The pump was delivering dilaudid. Intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n424697, implanted: (B)(6) 2014, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).